Manufacturer narrative:
DHR: nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Return: customer returned 12 files in 2 sealed packs labeled lot 0000397963. Checked 8 files under microscope and found no manufacturing marks or defects. Per ansi/aq z1.4-2003 inspector's rule (using single sampling plan 'normal' at inspection level s2 with aql 1.5), a sample lot of 8 files were checked. Files were measured using opt comp-007 (calibration date 2/22/2024) and passed all attributes checked (wire size, d2, d6, and d13), see attached inspection form. Engineering reviewed and recommended no further testing.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a protaper gold rotary f2 25mm broke during use. The broken part remains in tooth #47 mid-root, doctor was able to bypass and complete the procedure. No injury.